Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a check syringe flange sensor error. The evaluation found a check syringe flange sensor at syringe test and also failed flange sensor test. The cause of the reported issue was due excessive amount of silicon grease found between ear clip and opptocoupler. The root cause was due to incorrect assembly manufacturing. The technician cleaned and reassembled ear clip and opptocoupler assembly. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the incorrect syringe size message was observed. No patient injury was reported.